Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformance's. When the pump was returned to mmdg for investigation, the pump could not be tested due to severe fluid ingress. This had damaged the pcb board and caused the pump did alarm an error code that could not be cleared. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not delivering. The initial reporter also stated that they had no further information regarding the complaint. [Complaint: (B)(4)].